Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by filling the tubing and reloading the cartridge.